Manufacturer narrative:
Nah6: removal of code 2993.

Manufacturer narrative:
The additional device referenced in b5 is captured under a separate medwatch report. H6: device code 2017 - failure to follow steps/instructions. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported patient effect of tissue damage is listed in the perclose proglide IFU, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided: it was confirmed that the sutures had penetrated the skin. It was reported that suture placement with two proglide devices was successfully performed in the right common femoral artery via a 7fr sheath using the pre-close technique prior to a heart valve procedure. The sheath was upsized to a 10fr, then 22fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded and the suture remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved on (B)(6) 2019 using a proglide device after a heart valve procedure. Reportedly, on (B)(6) 2020, it was reported that the suture was noticed to be sticking out of the skin. There was no report of a deployment issue with the proglide suture and no report of pain as a result of the position of the suture. No treatment has been reported. No additional information was provided.